Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon ruptured occurred. The 99% stenosed target lesion being treated was located in the severely tortuous and calcified superficial femoral artery (sfa). Upon the 1st inflation up to 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient injuries or complications were reported during the procedure. Patient condition listed as "good".

Manufacturer narrative:
(B) (4)